Manufacturer narrative:
(B)(4). Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, missing retainer, missing reservoir tube o-ring and stained serial number label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated there is a crack on the display. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.